Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was observed to be in backup vvi mode during evaluation after the patient was admitted to the hospital with a low heart rate. Additionally, the ICD was not pacing. The ICD had also been charged extensively, leading to battery depletion. Noise over-sensing was noted, resulting in excessive charging. No intervention was performed. The patient was stable.